Event description:
It was reported the camera head experienced image abnormality. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head experienced image abnormality. The issue occurred when powering on the device in preparation for use in a therapeutic procedure. A similar device was used to complete the procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the customer, results of device evaluation and the legal manufacturer's final investigation. New information added to b5, d5, d8, e4, d10, h3, h6 and h11. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined since the customer's allegation was unable to be reproduced during evaluation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.